Event description:
According to the reporter: the patient had an operation where mesh was implanted. Post operatively, the patient experienced pain and discomfort from the device. The patient had reactions to the products. The mesh has gone rock hard in the patient's body. It had rolled up and pulled like "cheese wire" on the patient's insides. The patient's gp and consultant have referred them to a pain clinic and spine surgeon who had been injecting for pain relief since 2012. The mesh was causing the patient pain to the right and left sides in the pelvic area. The patient's prolapse was confirmed in 2012. The patient had has fatigue, pain in lower back and hips, numbness in legs, arms, hands, face, and tongue, memory loss, hair loss, sore throats that come and go within hours, lymph glands under arms that itch and are sore. Extreme pain in hands and feet that hurt even when not touched, swelling in legs, majorly affected sleep, very dry skin, itchy legs, cramps, headaches and migraines, blurry eyes, dry eye, rhinitis, and nose drips constantly. The patient had an MRI, cat scan, further surgeries, was admitted to a<(>&<)>e, medication, tests for ms, and nerve tests. The mesh was investigated in 2016 and removed. The doctor found the mesh "rolled up like a brandy snap and rock hard." The patient had a starr surgery and the mesh has grown into the rectum. Part of the mesh is still attached to the rectum and cannot be removed. The patient would need a resection and colostomy bag and several surgeries to try to remove the product.